Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. The serial was released meeting all qa specifications. According to the instructions for use (IFU) other adverse events: the following adverse events could occur or have been reported in association with the use other novasure system: thermal injury to adjacent tissue. Reference internal complaint cc#4594736

Event description:
It was reported the physician performed a novasure endometrial ablation on 08/29/2017 and the patient was discharged home. On (B)(6) 2017, the patient presented to the emergency room (ER) with "abdominal pain". The physician performed a computed tomography (CT) scan which revealed air in the abdomen. The physician then performed surgery to open her abdomen and noted her "left cornua was perforated and some surrounding tissue showed signs of thermal injury. There was no bowel injury". The physician performed a hysterectomy and the patient is "currently doing fine".